Manufacturer narrative:
Age at time of event: over 18 years.

Event description:
It was reported that the device became stuck on the guidewire. A 2.4mm jetstream xc catheter was selected for use for a procedure in the superficial femoral artery (sfa). The procedure was nearly complete and the physician was attempting to rex off of the wire when the catheter became stuck on the non-bsc guidewire. The physician attempted to push and pull the catheter and was eventually able to remove the catheter from the guidewire. There were no patient complications reported and the patient's status post procedure was stable.

Manufacturer narrative:
Age at time of event: over 18 years.

Event description:
It was reported that the device became stuck on the guidewire. A 2.4mm jetstream xc catheter was selected for use for a procedure in the superficial femoral artery (sfa). The procedure was nearly complete and the physician was attempting to rex off of the wire when the catheter became stuck on the non-bsc guidewire. The physician attempted to push and pull the catheter and was eventually able to remove the catheter from the guidewire. There were no patient complications reported and the patient's status post procedure was stable. Device evaluated by MFR: the guidewire was not returned with the device. The device could not be functionally tested due to the baton, aspiration effluent line and the power connector being cut from the device. The catheter shaft was extremely damaged and a .014 jetwire test guidewire would not transcend in to the device due to the extreme damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.